Manufacturer narrative:
The reagent lot number is 69823901. The expiration date is 31-aug-2024. The field service engineer (fse) investigated the analyzer and found that the event was caused by the sample probes b and c. He then replaced the sample probes. He verified the instrument's performance with a precision test using patient samples and a qc run with successful results. Product labeling states: "replace probe b (or c) for continuing accuracy, you must replace one or both of the probes when this service action becomes due. This service action can also be performed as a troubleshooting measure to overcome poor pipetting accuracy. There is a separate service action to replace either of the two probes (b and c). You can replace individual probes, or you can replace both probes at the same time. Probe b is the one closest to you when you open the main front cover. Duration 9 minutes interval no interval. Status will be checked during roche service visits." "Warning! Declining quality of probe and measurements - the efficiency of probes deteriorates with use. This maylead to decreased measurement quality. Replace the probes as recommended by your roche representative." The investigation reviewed the customer's calibration data performed on (B)(6) 2023 and noted that it is within specifications. The investigation reviewed the customer's qc charts. The customer was not able to provide the actual qc results, target means, and ranges. Based on the chart, the qc recovery appears to be acceptable for both levels of qc prior to the event. The investigation reviewed the customer's handling of patient samples and the analyzer's alarm trace; no issues were found. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable tina-quant hba1c gen. 3 (hba1c) results from several patient samples tested on the cobas integra 400 plus. The reporter stated that within the past two weeks, the hba1c results from the analyzer appear to be running higher than expected and would sometimes be lower upon rerun. The reporter stated that physicians have been complaining that the analyzer had a high bias and imprecision for hba1c results which prompted the rerun of the patient samples. The reporter stated that they have been investigating the imprecision in the results. They noted a .4 % decline in hba1c results with a new lot number and calibrations. The reporter was able to provide two examples of discrepant results. The initial results were not reported outside of the laboratory. Sample 1: the reporter reran the patient sample using a cobas cup. The initial result from the primary tube was 7.4 % with a data flag. The repeat result with the patient sample in a cobas cup was 6.5 %. This result was reported outside of the laboratory. Sample 2: the reporter sent out the patient sample to another hospital laboratory (unknown analyzer). The initial result from the analyzer was 6.4 %. The repeat result from the other laboratory was 5.5 %.